Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(6). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast reconstruction procedure with a mentor cpx 4 breast tissue expander with suture tabs 550cc device that deflated after implantation. Deflation was discovered during the second stage of reconstruction surgery when exchanging the tissue expander with a breast implant. It was noted that the breasts had different shapes preoperatively due to the deflation of the tissue expander. As a result, the patient underwent explantation and replacement with a mentor breast tissue expander on (B)(6) 2018. The patient fully recovered and there was no increased length of stay at the hospital due to this event. The explanted device was discarded.